Manufacturer narrative:
Other text: additional information was received that there was no patient at the time of discovering the issue. This issue occurred during testing. Returned device was received in good physical condition but it had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, upon power up, the double beeping issue was able to be duplicated. The downstream sensor was determined to be the issue and it was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Complaint of double beeping not cassette was verified immediately upon powering the device on. This is isolated to the down stream sensor. The event log did not reveal the history. The condition of the device was good but scratch on screen. Actions was taken to replace the down stream sensor. Device passed all testing.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. No adverse effects were reported.